Event description:
It was reported that the assembly jack at the head end was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Upon completion of the investigation it was identified that the jack was drifting. The jack would still allow the stretcher to be fully lowered so that the stretcher could could be place in a flat position. No adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the assembly jack at the head end was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Repaired by dealer.